Event description:
It was reported that a user called in with a blood glucose value of 227 mg/dl and declined troubleshooting, stated a desire to return the ilet device, and ended the call. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included attempted telephonic troubleshooting. Investigation of this case revealed no device performance information due to refusal to engage and no device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.